Event description:
A report was received that the patient was experiencing pain at one localized site where the lead was. The patient underwent a revision procedure wherein the lead extension was explanted. No device malfunction was suspected. The removal of the lead extension helped to reduce the pain.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2108-70m, serial/lot #: (B)(4), description: scs lead kit, phase 2 sterile package. The explanted lead extension was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.